Manufacturer narrative:
(B)(4). Batch # l5184p. Result: the analysis results found that one tr45w reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted; this condition caused that the wedge bands pushed forward the wedge sleds, ejecting the most proximal staples. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the reload was received out of its sterile package. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic lobectomy procedure, the white reload was loaded into the device. They removed the retaining cap; the surgeon found that there were several proximal staples outside. To avoid the proximal staple malformation, the reload was removed and another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.